Event description:
It was reported that during a surgery a part of the device broke inside the patient. All fragments were retrieved from the patient. No harm for patient, operator or third party was reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-41026 was received for investigation. Visual inspection identified that the 723-4002 cutter had broken off. Wear was noted to the cutter fragment. A probable cause is attributed to wear and tear damage based on the age of the device.